Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately 25 to 30 minutes into the patient's hemodialysis (hd) treatment. The blood leak was reported to be visible in the dialyzer (on the arterial side). The initial reporter stated there was a visible 1-2mm tear in the fiber bundle. The machine did alarm. The dialysate tested positive for blood using a blood leak test strip. The patient's estimated blood loss (ebl) was approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The device was not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.